Event description:
Info received indicates that the tubing with part number 340-4114 and lot # cf1201880 is backward. There was no injury reported.

Manufacturer narrative:
Attempts were made to obtain more info about pt involvement with no response. One (1) used administration set with part number 340-4128 without outer bag and twenty six (26) brand new administration sets were returned for eval. The twenty six (26) administration sets were all corrected assembly (no reverse). One (1) used administration set was assembly backward. Complaint was confirmed.